Event description:
It was reported the device was in use and gave a "over temperature" alarm. The reporter stated the device was powered down and powered back on and warming re-started. The reporter stated a "large air bubble" was identified in the fluid warming set (see related file 3012307300-2022-00508). The reporter stated the device was powered down and powered back on and warming re-started. The reporter stated the warming set was changed and the disposable o-rings were lubricated but air bubbles occurred again (see related file 3012307300-2022-00509 for second warming set information). No patient injury reported.

Manufacturer narrative:
D4 and g5 are unknown. No product information has been provided. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. No lot number was provided for performance of a device history record review.